Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited pacing failure and dislodgment. Rv lead pacing threshold exhibited rising parameters, impedance values falling, and sensing values revealed undersening. It was also reported that unknown whether insufficient fixation of the tip or positioning placement in ventricular septal is reason for pacing failure. Troubleshooting was performed with pacing was carried out at the maximum output rate; however, pacing failure was unchanged. The lead was pulled to the nearby tricuspid valve, and repositioned at the apex. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.